Manufacturer narrative:
Gehc recommended replacement of the anesthesia control board. No report of patient involvement.

Event description:
The hospital reported that, during bootup, the machine alarms for a flow valve current failure. There was no report of patient involvement.